Event description:
Reported due to device break upon removal and surgery. The physician attempted arteriotomy closure with the closer s device post angioplasty and coronary stent placement of an unknown vessel. Fluoroscopy was done prior to procedure and verified a "clean stick" on the right side. The vessel reportedly had minimal scaring from previous catheter procedures. No difficulty with insertion was reported. The device achieved good mark, the foot was closed without difficulty, device was pulled back and the sutures were harvested. Reportedly the "handle then came off and the sheath of the device remained in the pt within the artery." The physician tried to "go around the horn to fish it out on the other side" with an unknown device. This unsuccessful attempt lasted for three hours. Surgery was then consulted and the pt was taken to the operating room. Reportedly, the device was removed in its entirety and a small hematoma was evacuated from the groin. The pt was transferred to cardiac care unit for observations in good condition, and was discharged the next day on schedule. The pt's condition upon discharge was unknown. Though requested, no additional information was provided.